Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. No button error alarm, no excessive no delivery alarm and no motor error alarm noted. The motor passed motor test. The device also had a scratched lcd window, cracked display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had button error alarm, motor error alarm, and no delivery alarm. The blood glucose at the time of the incident was 165 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.